Manufacturer narrative:
The returned cable was evaluated. During this testing the unit failed continuity testing due to an open along the length of the cable on the green conductor. When connected to a radical-7 the device displayed the "sensor off patient" error message. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported sensor's led on, readings for couple of seconds then goes off. No patient impact or consequences reported.